Manufacturer narrative:
UDI: (B)(4). The directlink was returned for evaluation: failure analysis- there was film residue on sensor area that is not part of the manufacturing process resistor balance was out of balance. Slight bends along catheter body and received with sutures. The device passed electronic, noise, linearity / hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, possible root cause of the damage catheter observed during product investigation could be probably due to be user related (film residue).

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported an error with the directlink intracranial pressure reading. The directlink icp module was calibrated to the operating room monitor without difficulty, then microsensor was zeroed and placed in the operating room. The intracranial pressure waveform was visible with a normal intracranial pressure value then a few minutes later the number decreased to negative value. The patient monitor cable was disconnected at the end of the case and the patient was transported to pediatric intensive care unit where the device was again re-calibrated to the pediatric intensive care unit monitor. There was reportedly a waveform for a brief time period, then no waveform. The staff attempted to recalibrate, changed power modules on the phillips monitor, tried other docking stations (labeling each station prior to calibration so that it could identify the ICU module), as well as placing directly into the main brick. The intracranial pressure module indicator lights correctly displayed warm-up and calibrated easily with the 0 and 100 signals. When the microsensor was reconnected, the number displayed was 350 and was without waveform. The direct link microsensor was removed after malfunction could not be resolved; the patient had an existing external ventricular device that then monitored intracranial pressure via the catheter. There were no adverse consequences to the patient.